Manufacturer narrative:
Submit date (B)(4) 2011. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports that the palindrome emerald catheter migrated with the cuff intact. Inserted (B)(6) 2010 and came out (B)(6) 2010. The catheter needed to be replaced.